Event description:
Heartmate 3 left ventricular assist device (lvad) patient presents for hospitalization with anemia (hemoglobin 6.3) and melena in the setting of coumadin and aspirin therapy; international normalized ratio (inr) 4.7 on admission. Endoscopic evaluation included an egd which failed to reveal a bleeding source. Patient completed heparin to coumadin bridging prior to hospital discharge. Asa was not resumed at this time.